Manufacturer narrative:
(B)(6). Actual homechoice cassette was not available. Four packets with unknown matter and four pictures were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed on the four packs samples and no bug or hair was found. However, particulate matter and fibers were found outside the pouch on the returned samples. From the 4 pictures received, particulate matter was noted in pictures 1, 2, and 3, and the pouch was found to be opened at the top seal location in picture 2. In addition, the particulate matter found in picture 3 show the particulate matter was found outside pouch. The loose particulate matters and fibers were found outside pouch and in carton and can be seen by naked eye. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bug and a hair was observed in an unopened homechoice automated pd set with cassette. This issue was observed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.